Event description:
It was reported that the user paused insulin delivery on the ilet during strenuous outdoor activity after receiving education to do so and later resumed delivery, after which their blood glucose measured 240 mg/dl; the user reported plans to hydrate and ambulate and uses dexcom g7 and infusion set cd 6 mm/23 in. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem and insufficient information on any specific device component. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.